Event description:
It was reported that during the placement of an inflatable penile prosthesis (ipp) the pump malfunctioned, as the device was able to successfully inflate but when it was deflated the device did not fully empty. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.